Event description:
Through a voluntary medwatch that was forwarded to baxter healthcare, a facility representative reported a pump that "crimped" the tubing "where it entered and exited the pump". This problem was identified during patient use on a (B)(6) male. There was no report of patient injury, adverse event or medical intervention associated with this report. The bags, sets, and device were swapped for replacements, and infusion was completed without further incident. The software version is currently unknown for this device. No additional information is currently available.

Manufacturer narrative:
(B)(4). The device is not intended to be sent to baxter for repair - the facility has sent the device to universal hospital services. A follow-up report will be submitted if additional information becomes available.